Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. The user was hit with the metal end of a ratchet strap at the site of the implant.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The users performance with the device is affected. The user was hit with the metal end of a ratchet strap at the site of the implant. The user has been re-implanted.